Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that an unknown drill bit device became stuck inside the motor device. It was reported that there was no delay in the procedure due to the event as unspecified spare devices were available for use to complete the procedure successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that an unknown drill bit got stuck inside the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the cutter lock verification. During repair it was observed that the pawls and locking components were worn out preventing the device from locking the cutter. It was determined that the cause of the worn out pawls and locking components was failure to follow the directions for use and trying to run the device in the safe or load position, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.